Manufacturer narrative:
(B)(4). The UDI is reported as unknown, because it could not be confirmed which of two clips experienced the slda; therefore, the UDI is provided for both clips as follows: lot: 60831u132; UDI: (B)(4), lot: 60831u133; UDI: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of worsening mr, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported difficulty grasping the leaflets and slda appear to be related to patient morphology/pathology. The reported worsening mr appears to be a result of procedural conditions and due to the slda. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other clip (60901u148) is filed under a separate medwatch report number.

Event description:
This filed to report the single leaflet device attachment (slda) of clip (60831u1). It was reported that on (B)(6) 2017, two mitraclips (60831u1) were successfully implanted, reducing mitral regurgitation (mr) from grade 4 to grade 2. On (B)(6) 2017, the patient was re-hospitalized. Mr had increased to 3-4. Slda was confirmed and a second clip procedure was performed. The physician anticipated a difficult re-clip procedure and grasping of the leaflets was difficult; however, the clip was positioned on the leaflets and mr was reduced to 1-2. During removal of the clip delivery system (cds), resistance was noted. The cds was removed too quickly and stretching of the mitral valve occurred, resulting in a slda of the newly implanted clip (60901u148). Mr was back to grade 3 to 4. No additional information was provided.